Manufacturer narrative:
The surgeon had difficulty during the primary surgery and opted to use an impact cup with 2 screws for fixation. Additional information received on (B)(6) 2016 from the initial reporter and includes: the surgeon confirmed that excessive medial and superior reaming caused this loosening to happen. The patient had no medial or anterior wall and therefore lacked fixation. The revision was completed successfully. On (B)(6) 2016 the (B)(6) performed a clinical evaluation and commented as follows: acetabular revision in cementless tha two months after primary due to cup medial protrusion and subsequent dislocation. At revision, the stem too was replaced with a similar one having a shorter neck. The patient has shallow acetabula and short femoral necks; probably for this reason the primary surgeon tried to ream the acetabulum a little deeper and get a good leg length restoration, but unfortunately the medial acetabular wall got weakened and could not bear the load, allowing the cup to migrate. No reason to suspect that a faulty device originated this complaint. Batch review performed on 13 june 2016. Lot 153887: (B)(4) items manufactured and released on 30 november 2015. Expiration date: 2020-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The (B)(4) analysed the images of the explants on the (B)(6) 2016: on the images no conclusion can be drawn. The 6 implants do not have apparently any particular sign. Bone and blood are present on both stem and cup. The root cause of the event cannot be established.

Event description:
The surgeon has reported that cup has moved position indicating it is loose. Revision surgery is planned for the (B)(6).